Manufacturer narrative:
Housley sb, monteiro a, khawar wi, et al. Volumetric resolution of chronic subdural hematomas treated with surgical evacuation versus middle meningeal artery embolization during immediate, early, and late follow up: propensity-score matched cohorts. Journal of neu rointerventional surgery. September 2022. Doi:10.1136/jnis-2022-019427 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Housley sb, monteiro a, khawar wi, et al. Volumetric resolution of chronic subdural hematomas treated with surgical evacuation versus middle meningeal artery embolization during immediate, early, and late follow up: propensity-score matched cohorts. Journal of neu rointerventional surgery. September 2022. Doi:10.1136/jnis-2022-019427 medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to compare surgical evacuation alone (sea) versus standalone middle meningeal artery embolization (mmae) in similar chronic subdural hematoma (csdh) patients, aiming to evaluate their volumetric outcomes and recurrence rates at different periods of time. The mmae group consisted of 44 patients being treated for 48 csdhs, all of which used onyx for embolization. This group contained 19 women, and the mean age was 73.3 years. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: - the recurrence rate in the mmae group was 2/48 (4.2%). Recurrence was defined as either hematoma expansion or worsening of neurological deficits requiring surgical evacuation.